Manufacturer narrative:
(B)(4). Eval results: endoleak, misplacement of the device; short, narrow in diameter and severely angulated aortic neck; treatment of a short, narrow in diameter and severely angulated aortic neck. Eval conclusions: short, narrow in diameter and severely angulated aortic neck; treatment of a short, narrow in diameter and severely angulated aortic neck.

Event description:
An endurant stent graft system was implanted in a pt for the endovascular treatment of a 5.6 cm abdominal aortic aneurysm approx one month ago. Vessel morphology was reported as the aortic neck was stout at about 1 cm in length, 15-16 mm in diameter, and severely angulated. The iliac arteries were unremarkable. It was reported that the endurant main body landed about 7 mm lower than intended, due to the small diameter and angulated aortic neck. The suprarenal stents were slightly above the renal arteries without occluding the renal ostia. There may be a very slight type I endoleak and there was also a type ii endoleak. It was reported that during the removable of the delivery system, the spindle got caught on the anchoring pins. The physician used the troubleshooting techniques; rotating the device counterclockwise four times was effective in freeing the delivery system. An endurant cuff was then placed proximally to build up to the renal arteries and resolve the type I endoleak. No additional clinical sequelae were reported and the pt is fine.